Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event has been reported in report number 1416980-2014-17355. The cause of this peritonitis was use error described as the patient disconnected the transfer set from the patient line and put the patient line on her bed without putting a flexicap on. The patient then re-connected the patient line to their transfer set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and use proper disconnect procedure when disconnecting from the cycler for short periods of time. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient failed to follow therapy steps while disconnecting from the homechoice. The use error was further described as the patient disconnected the transfer set from the patient line and put the patient line on their bed without putting a flexicap on. The patient re-connected the patient line to their transfer set. No additional information is available.